Manufacturer narrative:
Concomitant medical devices: 407652, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and triggered a lead integrity alert (lia) for sensing integrity counters (sic) and impedance variation and triggered a bipolar impedance alert for high and undefined pacing impedance. In addition, noise oversensing was noted on the current electrogram. The lead was explanted and replaced. No patient complications have been reported as a result of this event.